Manufacturer narrative:
It was reported that the ventilator failed internal leakage test during pre-use check. Identification of issue has been done by analyzing problem description and service report. The issue was reported based on available information as the replaced pressure transducer printed circuit board may lead to high pressure or stop of ventilation. Based on technician statement, the o2 gas module was replaced, but the issue persisted. Finally the pressure transducer printed circuit board replacement resolved the issue and the device was delivered to the user in working condition. The device logs and defective part were not available for further evaluation, therefore the root cause to the reported issue has not been determined. The correction of field #h4 device manufacture date was required. This is based on the internal evaluation. #h4 manufacture date: previous manufacture date: 01/01/2012. Corrected manufacture date: 11/02/2011.

Event description:
Manufacturer's ref. #: (B)(4).

Event description:
It was reported that the ventilator failed internal leakage test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).